Event description:
It was reported that the patient presented to the emergency room experiencing discomfort due to muscle stimulation on his left arm. Upon device interrogation in clinic, the left ventricular (lv) lead was noted to exhibit high out of range pacing impedance. Chest x-ray confirmed that the lv lead had dislodged. During the lead revision procedure, the chronic lv lead was explanted while the new lv lead failed to capture and was damaged while the physician attempted to remove the guidewire that was stuck in the lead. The new lv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture, ¿lead appeared to be damaged when pulled from patient's body¿ and ¿physician got a guidewire stuck in the lead which he attempted to remove¿ were not confirmed. A complete lead was returned in one piece without a guide wire. No lead anomalies were found. Final analysis found no indication of conductor fractures or internal shorts. Double-bend was measured to be within specification. A guidewire was able to be fully inserted and removed from the inner coil without obstruction/restriction.